Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging their evoke closed loop stimulator (cls), which was positioned in the flank region. The patient experienced shoulder pain that limited their ability to reach the implant site for charging. The patient also has cognitive decline and was reported to forget to charge the device. The patient was reported to benefit from the evoke scs therapy when the device was charged and in use. A revision procedure was performed to relocate the cls from the flank to the abdominal region. The existing leads were replaced with 90cm leads to accommodate the new cls implant location. The physician elected to replace the cls as a precautionary measure because electrocautery was used during the revision procedure.

Manufacturer narrative:
The cls was returned with severed proximal ends of leads within the ports. The device failed electrode output testing, the observed result is consistent with electrocautery related damage. The device successfully charged and connected with a reference evoke charger. The reported charging difficulty may have been influenced by the patient's shoulder pain and associated limited mobility. A definitive root cause could not be determined. The evoke scs system surgical guide warns ¿patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. Electrosurgical devices generate energy that may cause tissue damage at the lead site and result in severe injury. Damage may also occur to the cls.¿